Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found contamination to the downstream occlusion sensor. Review of the event history log (ehl) showed system fault error 42224. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the main board, display, downstream occlusion sensors, and lens were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.